Manufacturer narrative:
Additional information: patient demographics and additional information received. Additional information: software version was 1.0.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was a functional endoscopic sinus surgery (fess). The procedure was completed without navigation. There was a reported delay to the procedure of approximately thirty minutes due to this issue.

Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735736, software version: unknown. No evaluation was performed. It was confirmed that the issue was the disc was not burnt properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, while trying to load a patient exam disc, the system tried to load the disc but stated there were no digital intercommunication of medicine (dicom) images found. Technical services (ts) stepped the site through logging into stealthadmin and looked at the files on the patient exam disc via (B)(6). The patient exam was packaged in a .pak file and was not accessible to the system. The site was going to see if they could get a newly burnt disc with just the raw dicom images present. There was a patient present at the time of the call. The procedure was completed without the use of the navigation system. There was no report impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.